Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, the thread and the needle were found to be disengaged from two sutures after the scrub nurse opened the package. The procedure was completed with another device.